Event description:
It was reported that during reprocessing the da vinci si thoracic grasper instrument was noted to have wires coming out of the side. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the two drive cables were broken at the snake wrist, and cable segments stuck out of the snake wrist. The wrist motion was not intuitive as a result of the cable breakage. The other cables at the wrist were undamaged. Engineering also found signs of abrasion/wear on the main tube. On the distal end, a deep scratch was found on the insulation of the main tube with no material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.